Event description:
(B)(4) is the initial importer of the device which is a shower chair. The chair was used by a hotel for clients. It was approximately 3 years old. The incident was reported to drive pms team by the hotel's insurance company. The client was using the shower chair when the legs reportedly bent and the client fell. He sustained injuries that are as yet unclear.